Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on radius side assessed as fold flaw opening and observed striated in the same edge assessed as surgical damage. Additional observations: ¿ observed stress marks on the device. ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. Baker grade iii was later received by physician. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture and capcon" baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. Baker grade iii was later received by physician. The device has been explanted and replaced.